Event description:
Customer reports that the device read 208mg/dl and within 7 minutes, a hospital device read approximately 50mg/dl. No action was taken based on result of 208mg/dl. No adverse event reported and no treatment information provided. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.